Manufacturer narrative:
The product has not been received for eval and a f/u report will be submitted when the investigation is completed.

Event description:
Complainant alleged that the device powered on without display. Complainant did not indicate that there was any pt involvement in the reported malfunction.